Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (390 to low 500s mg/dl) and a correction bolus via the pump was delivered to address the high bg. The bgs would go low after a correction for the high bg was made and juice was consumed to address the low bg. The customer did not know what the cause of the fluctuating bg levels. The customer declined tandem technical support's offer to troubleshoot as she was to be meeting with a healthcare provider and clinical diabetes specialist to review the pump settings.